Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that one of the cables to the rear of the ventilator screen had been removed and one of the cables had a loose locking screw. The removed cable was reseated and the screws were tightened on the other cable.

Event description:
The hospital reported that the unit indicated a system failure on boot-up. There was no report of patient involvement.